Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent hip revision surgery approximately 8 months and 16 days post-implantation, due to an incorrect sleeve in the packaging being implanted. A -6mm sleeve was required, but a standard was implanted. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination in relation to a leg length discrepancy. A definitive root cause for the reported leg length discrepancy could not be established. One potential contributing factor was the incorrectly labelled product: the device packaged with a -6 mm offset was expected to be a 0mm offset. This mismatch may have influenced the outcome. Although we do not know the associated implanted devices, leg length and range of motion are routinely assessed intraoperatively as part of the surgical technique. The discrepancy was identified at an unspecified time, postoperatively, making it difficult to correlate directly with the implanted sleeve. Additionally, it remains unknown whether the implanted leg was longer or shorter than anticipated. Leg length discrepancies can arise from multiple factors, including patient anatomy, surgical technique, implant positioning, and postoperative changes. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.